Event description:
It was reported during a total knee replacement surgery, while progressing to the posterior part of the knee, the power output ceased abruptly. The hand piece was still recognized by the generator and still registering cut and coag mode, etc. There was no power output at the end of the plus lip that was working fine seconds prior.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition with scratches on the upper lid, the front panel was scuffed and scratched. The 9 e7 errors that occurred on the last day of use were caused by the voltage to the wire chip only reaching 0.9 volts. The unit was already equipped with a capacitive cable harness to shunt noise to the earth ground. Add'l data integrity was achieved by increasing the values of the pull-up resistors used by the optocouplers, allowing the low values to fall less than the borderline value of 0.8 volts. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.